Event description:
The pt reportedly experienced decrease in performance. Testing showed that the pt's device was functioning. The decision to replace device with another advanced bionics device is being discussed.